Manufacturer narrative:
The device was requested but has not been returned to the manufacturer. The reported test strip lot DHR was reviewed and it cleared qc for release. The owner's guide and previous field returns have been reviewed. There is no evidence the event was caused by improper labeling. There is no evidence from previous field returns the event was caused by a meter malfunction. Based on the information provided, the root cause of the event could not be determined though insulin, other medication, diet and exercise may have been a cause. Factors such as hematocrit, temperature, humidity, elevation, and testing procedure may have contributed to a potentially inaccurate reading. The test method of the venous measurement performed at the hospital was not provided. The owner's guide informs the user to measure only capillary whole blood. If venous blood was presented to the meijer essential wireless, the low oxygen content will cause the glucometer to overestimate the blood-glucose. No corrective action will be performed because no system error can be confirmed. This event will continue to be trended.

Event description:
The user reported his one-week old meijer essential wireless meter was measuring his blood-glucose higher than the hospital's intravenous measurement. He was hospitalized last week, not related to his blood glucose readings, and the hospital measured his blood-glucose with the meijer essential wireless meter (142 mg/dl), then drew blood from him, and performed a blood-glucose measurement with the unspecified hospital equipment (42 mg/dl). He does not remember having symptoms of hypoglycemia because they had him on morphine, treating his illness. He's had low readings before, as low as 40 mg/dl, without symptoms of hypoglycemia. No indication of treatment was provided.